Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was above 400 mg/dl at the time of the incident. No symptoms were reported, while it was treated with manual injections. Customer stated her high blood glucose were high the day before the case. Customer stated when they changed the set and ran a filled cannula, only 2 drops came out. During troubleshooting, customer noted they did not have a tubing clamp to perform a high-power test. Customer was advised a tubing clamp will be shipped, and to call when the package arrives. The insulin pump will not be returned for analysis

Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.